Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the screen on the insulin pump was scratched up and it was difficult to read. He didn't know his blood glucose level but most recent was 142 mg/dl. Damage occurred during normal wear and tear, it was scratched by keys and coins. He stated the device functions but he was unable to see the screen. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.